Event description:
It was not possible to establish inductive communication with the subject device on (B)(6) 2016 despite the successful interrogations on the previous follow-ups (the latest follow-up was performed on (B)(6) 2016). One of the 5 leds on the programmer head was lit in orange and the other ones were off. Therefore, the device was interrogated with different programmers on (B)(6) 2016 without any response. Furthermore, "rf for remote monitoring - was off based on the patient files recorded during the last follow-up on (B)(6) 2016 (standard practice at this hospital). Preliminary investigation confirmed the reported behavior and recommendations to evaluate device replacement were sent. The subject device was replaced on (B)(6) 2016 and will be returned for expertise.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was not possible to establish inductive communication with the subject device on (B)(6) 2016 despite the successful interrogations on the previous follow-ups (the latest follow-up was performed on (B)(6) 2016). One of the 5 leads on the programmer head was lit in orange and the other ones were off. Therefore, the device was interrogated with different programmers on (B)(6) 2016 without any response. Furthermore, "rf for remote monitoring» was off based on the patient files recorded during the last follow-up on (B)(6) 2016 (standard practice at this hospital). Preliminary investigation confirmed the reported behavior and recommendations to evaluate device replacement were sent. The subject device was replaced on (B)(6) 2016 and will be returned for expertise.